Event description:
It was reported that pump issued cartridge alarm 31 and caller stated that issue did not occur during cartridge loading process and had not happened before with same pump. There was no adverse impact to the customer's blood glucose level. Customer loaded new cartridge using proper technique with assistance from technical support, successfully resumed insulin therapy, and original cartridge lot information was unavailable.